Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one maxcore biopsy needle was returned for evaluation. The top slide did not self-activated during the drop test. An x-ray of the device showed that the cannula tangs were not fully engaging with the device housing when the top slide was in the primed position. The device was further tested by cocking and firing the device 15 times in an apple with each trigger, for a total of 30 tests. The device was able to prime and fire properly. Upon disassembly, it was noted that the right bumper was bent by the spring. Therefore, the investigation is unconfirmed for self activation. The bent right bumper likely contributed to the incomplete cannula tang engagement and self-activation. However, the definitive root cause could not be determined based upon available information. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that prior to an ultrasound guided liver biopsy, the device allegedly self-activated. The device was dry fired outside the patient and a coaxial was not used. The procedure was completed using another device. There was no reported patient involvement.

Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number of the device was provided. The device history records are currently under review. The return of the sample is pending. The investigation is currently underway. (Expiry date: 01/2021).

Event description:
It was reported that prior to an ultrasound guided liver biopsy, the device allegedly self-activated. The device was dry fired outside the patient and a coaxial was not used. The procedure was completed using another device. There was no reported patient involvement.